Manufacturer narrative:
(B)(6) clinical study. (B)(4). The returned exalt model d scope was analyzed. No damage or defect was observed on the shaft or tip of the device. Both the air/water valve port and suction valve port were visually inspected, and no issues were observed. The tip of the device was visually analyzed, and no issues were observed in the area around the water/insufflation ports. The exalt collar was inspected and was not within specification. The orca valves used in the procedure were also returned and were installed into the exalt valve ports and no issues were observed. Functional evaluation of irrigation and insufflation was performed. A flow of water was observed at the tip of the exalt device, and water was observed misting out of the air port of the orca valve. Air was observed flowing at the tip of the exalt device, and a minor flow of water was observed at the tip during insufflation. The leak was confirmed. Leaks in the orca air/water valve can contribute to the flushing functionality of the exalt device due to the interaction between the two devices. It is likely that the dimension being out of specification could contribute to the observed leak failure by making the proper seating of the orca button more difficult. If the button is not completely seated in the exalt valve body, it can result in unintended irrigation at the tip, leaks at the orca valve, and insufficient flow of water throughout the system. An investigation is underway to address this issue. There were no device issues found that could contribute to difficulty advancing the scope or to the reported event of tissue damage. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Tissue tear is a known inherent risk of the device.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an ercp procedure on (B)(6) 2020 as part of the exalt d scope 01b clinical study. The patient had a history of cholangiocarcinoma, 4 previous ercps, prior biliary sphincterotomy (major papilla), prior stent placement, and band ligation for esophageal varices. This complaint is being reported based on the event of mucosal tear requiring hospitalization. According to the complainant, a standard egd scope was used for examination during the ercp procedure. Patchy white spots were noted in the proximal esophagus, post variceal band placement scarring and non-obstructive luminal narrowing were noted in the distal esophagus. The gastroscope was then advanced into stomach. No varices noted. Mild portal hypertensive gastropathy was found in the gastric body. The examined duodenum was normal. The examination with the standard egd scope was completed. The esophagus was then successfully intubated with the exalt scope under direct vision. Resistance and a leak resulting in obscured vision was noted when advancing the scope in the distal esophagus narrowing. The physician was unable to advance the scope into the stomach, therefore the physician switched back to a gastroscope. A 15 mm mucosal tear was noted 1 cm above the z line, with mild oozing. A guidewire was then advanced into the stomach and the gastroscope was removed. A reusable duodenoscope was introduced, advanced alongside the wire under fluoroscopic guidance and advanced into the stomach to complete ercp procedure. Following the ercp, the distal esophageal tear was reexamined with the gastroscope. Contrast injection under fluoroscopy revealed no evidence of a leak (which would have suggested a perforation). As there was mild ongoing oozing, two hemostasis clips were placed. There was no bleeding at the end of the procedure. The physician confirmed that the leak with obscured vision did not cause or contribute to the esophageal tear. The patient was hospitalized for observation from (B)(6) 2020 the patient was stable when discharged.